Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 01, 2015. No deviation nor any non-conformance reports were marked in the device history record. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery for femoral neck fracture, the blade was not going in the guide sleeve. It might be caused due to interference of the blade with the guide wire which might be bent; the surgeon removed the guide wire and tried to insert the blade again. However, the blade still stopped going in inside the sleeve. He then found that the reamer tip and drill sleeve were also interfering. Eventually, after the surgeon tried insertion several times, the blade finally went in and the surgery proceeded. The surgery was completed successfully. There was a ten (10) minute surgical delay. No adverse consequence for the patient was reported. The guide sleeve was checked after the procedure and it was noted there was deformation of the metal inside the sleeve. Concomitant devices: insertion handle (part 03.037.011, lot 9167542, quantity 1); tfna nail (part 04.037.012s, lot 9977854, quantity 1); tfna end cap (part 04.038.000s, lot 9770326, quantity 1); 5.0mm locking screw (part 04.005.522s, lot 9859109, quantity 1). This is report 1 of 1 for com-(B)(4).